Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that the patient recently fell, and per the patient, the health care provider (hcp) was concerned that a tendon may be torn. The patient indicated having spine problems and lost her balance and fell about ten days prior to the report date. The patient noted having ¿horrible pain¿ going down her leg. The patient indicated doing great and then went jogging one day, and the following day experienced a swollen back and pain going down her leg. The pump device was used to deliver clonidine, bupivicaine, prialt and dilaudid. The patient also noted having fentanyl in the pump at one time but was recently removed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).